Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed twice. Upon interrogation, the right ventricular (rv) lead failed to capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.